Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was thermal damage to multiple components on the computer / analog (ca) board, including the r45, r684, and r689 resistors, the c610 capacitor, and q9 and q701 transistors. The cause of the inability to complete testing and the inability to power on is the thermal damage. The root cause of the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.